Event description:
The facility reported a colleague infusion pump with a fault of 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 810:11 was not confirmed or reproduced during product evaluation. Since the problem was not confirmed no assignable cause was provided during product evaluation. Therefore no repair was performed for the reported condition. Additional information: a device history review was performed and no abnormality was observed in the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).